Event description:
The customer reported having low blood glucose of 72 mg/dl and has programmed 11.6 units of insulin using the sensor glucose reading instead of the blood glucose. The customer stated that her glucose level dropped to 58mg/dl and the paramedics came to her house to test her sugar level. The customer stated that she started to feel better before they arrived. The customer's most recent glucose reading was 91 mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to te event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.